Manufacturer narrative:
This report is for an unknown rafn spiral blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Photo investigation: the device was not returned for investigation. A photo investigation was completed using x-ray and image provided. The x-ray was reviewed and the rafn spiral blade had indeed moved out of the calcaneus bone from its initial implanted position. The root cause of this issue cannot be determined from the available information. Manufacturing record evaluation could not be performed as no lot number information was not available. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition of migration on the spiral rafn blade can be confirmed based on the x-ray. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that initially a removal of hardware from the ankle and revision with an ankle arthrodesis procedure using the depuy synthes hindfoot arthrodesis nail ex was completed successfully on (B)(6) 2021. On (B)(6) 2021, a patient returned to clinic presenting with a new wound on the posterior aspect of the heel. An x-ray revealed that the spiral blade backed out posteriorly and bone loss around the distal end of the nail was evident. Surgeon removed the spiral blade from the patient¿s heel during the clinic visit with ease and sent her home. No further information provided. This report is for one (1) unk - nail head elements: expert retrograde/antegrade femoral nail (rafn) spiral blade. This is report 1 of 1 for complaint (B)(4).